Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the cartridge alarm initially occurred when the contact removed the cartridge prior to the on-screen instructions. However, the alarm reoccurred when the on-screen instructions were followed. Customer's blood glucose level was not impacted. The contact was able to load a new cartridge successfully.